Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump gave a motor error alarm, a button error and a no delivery alarm. There were no significant events leading up to the alarms. The insulin pump was not exposed to a strong magnetic field or an MRI. The customer does not use the sensor feature. The patient was advised to discontinue use of the insulin pump and to revert to a back up plan. The current blood glucose reading is 123 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump was received with button error alarm due to flatten buttons dome switch. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm or motor error alarm noted. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.